Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The ipp was explanted. No patient complications reported.